Event description:
Consumer reported he could not open the lid to his sharps container. Stated, he closed the lid before the sharps container was full and now its locked. Did not see instructions telling him not to close the container before its full, (instructions missing) lot: unknown catalog: 323487 dates of event: 2024-15-10 sample: no cl.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.